Event description:
During the paroxysmal atrial fibrillation procedure, after the sheath was inserted into the patient, there was a blood leak from the hemostasis valve. The agilis sheath was exchanged, and the procedure was completed with no adverse consequences to the patient. The dilator was not inserted prior to the transseptal needle, which goes against the IFU.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Agilis nxt introducer instructions for use (IFU) states, "do not use the introducer without a catheter or dilator supporting the lumen. Use of the introducer directly over a wire without a catheter or dilator supporting the lumen may result in air embolism." The cause of the damaged seals and subsequent blood leak is consistent with not following the instructions for use.